Event description:
A report was received that the patient will undergo an ipg replacement procedure. The physician believed there is an issue with the current ipg.

Event description:
A report was received that the patient will undergo an ipg replacement procedure. The physician believed there is an issue with the current ipg.

Manufacturer narrative:
Additional information was received that the bsc ipg was explanted for unknown reason. Currently the patient¿s ipg is a non- bsc device.

Manufacturer narrative:
Additional information was received that the patient was explanted because of lead migration. The patient was not getting adequate coverage. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient will undergo an ipg replacement procedure. The physician believed there is an issue with the current ipg.